Event description:
It was reported difficulty was encountered removing the protective cover of the scalpel, which is sold with this peripherally inserted central catheter (PICC), during a product demonstration. It was indicated this difficulty resulted in the physician lacerating the hand. A bandage was applied to the laceration, no further treatment was required. The physician's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. The we believe user technique while removing the cover of the scalpel contributed to this event. However, the we are unable to determine the exact cause for this event.